Event description:
(B)(4). This spontaneous case, reported by a diabetes advisor health care professional via a sales representative, concerns a (B)(6) male patient of unknown ethnicity. Concomitant medications were not known. Medical history included pancreas ectomy and blood glucose fluctuations. The patient received human regular insulin (huminsulin normal, cartridge) via a humapen luxura hd device, 13 to 20 units, subcutaneously, for treatment of diabetes mellitus type I. The frequency and start date were not provided. Reportedly, the patient had administered the usual insulin units and on (B)(6) 2013, the patient experienced metabolic exacerbation (high blood glucose level) with blood glucose value of more than 33 mmol/l and lack of drug effect. Treatment included several insulin corrections and a change of the insulin cartridge (same lot number) and the event abated. The event of metabolic exacerbation (high blood glucose level) was considered serious for medical significance by the company. The patient recovered from the events. On an unknown date, time to onset not reported, the patients glycosylated hemoglobin value (hba1c) was 7%. Corrective treatment and event outcome were not reported. Human regular insulin was continued. This report included a suspect humapen luxura hd device (lot number 1209g04 associated with product complaint (B)(4)). The patient was a trained user of the device for a general and suspect device duration of use from sep2013 to early jan2014. The health care provider reported there was no visible defect of the pen but to rule out that there was anything wrong with the pen. The pen was returned on (B)(6) 2014, and upon investigation no malfunction was found. The reporting health care professional did not see a causality between the events and human regular insulin. Causality was not assessed by the reporting health care provider for the event of hba1c 7%. The reporting health care provider saw no causality with the humapen luxura hd as it was unlikely that the event had occurred because of the pen. Update (B)(4) 2014: additional information was received on (B)(4) 2014 from the initial diabetes advisor health care professional. Added: humapen luxura hd as suspect device and suspect device paragraph in narrative. Updated: relatedness to no for events of metabolic exacerbation (high blood glucose level) with blood glucose value of more than 33 mmol/l and lack of drug effect, dosing regimen for suspect drug and narrative with new information. Edit (B)(4) 2014: upon review on (B)(4) 2014, it was determined that the awareness date regarding use of the humapen luxura hd was (B)(6) 2014. The humapen luxura hd was added in association with the serious event of blood glucose increased. Updated case priority, as appropriate, added follow-up date of (B)(6) 2014, and marked as medically significant for device only. Update (B)(4) 2014: additional information was received from the health care provider on (B)(4)2014. Medical history and event of hba1c 7% were added to the case. Training status, device available for evaluation, and preliminary comments for suspect device; device causality for event of metabolic exacerbation (high blood glucose level) with blood glucose value of more than 33 mmol/l ; and narrative were updated with new information. Update (B)(4) 2014: product complaint number for humapen luxura hd device humapen luxura hd device. Lot number noted. Added lot number to product tab and narrative. Added product complaint number to narrative. Processed product complaint. Update (B)(4) 2014: additional information received on (B)(4) 2014 from the global product complaint database added the device specific safety summary; added the returned date and the manufactured date for the device; updated the malfunction field to no; and updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a health care provider reported that a male patient experienced high blood glucose levels while using a humapen luxura hd device. Investigation of the returned device (batch 1209g04, manufactured september 2012) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.